Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) initiated a recall to address this failure mode. FDA has assigned the recall number z-1149-2013. (B)(4).

Event description:
On (B)(6) 2012, cardiohelp (serial number (B)(4)) at (B)(6), the unit powered off it's self and then rebooted. After the reboot, the unit displayed "device has been re-started". (B)(4).